Manufacturer narrative:
Innovative health llc received the device on 24-nov-2025 for evaluation. Upon inspection, it was confirmed that there was a tear in the sheath material located where at the guidewire port. Under 20x magnification, the internal wiring and support cable were exposed as a result of the sheath tear. Therefore, the reported concern is able to be confirmed based on the results of the investigation. At this time with the information available and investigation completed, no definitive cause for the reported event is available.

Manufacturer narrative:
On 27-oct-2025, innovative health became aware of a complaint for a reprocessed visions pv .014p rx digital ivus catheter that was reported to have the sheath of the tip sheared off, leaving the support cable visible. An image was provided of the catheter and guidewire with the guidewire stuck in the side hole. It was reported that all device components were able to be retrieved without any retained fragments in the patient. Additional information was received from the customer on 30-oct-2025 that the guidewire got stuck in the rapid exchange side hole while the physician was attempting to remove the ivus catheter over the guidewire. The catheter was damaged on the first pass and was not used again. It was reported that no patient adverse events occurred. A review of the process control record was performed and no anomalies were noted. Despite multiple attempts to retrieve the complaint device, innovative health has not yet received the complaint device. Based on the provided image in the initial complaint report, innovative health is able to confirm the noted concern. No further conclusions about the device or the potential cause of the event are available at this time with the investigation completed and information available.

Event description:
The device was reported to have the sheath of the tip sheared off, causing the support cable to be visible. It was reported that all device components were retrieved and there were no adverse patient effects.